Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure to treat bleeding performed on (B)(6) 2025. During the procedure, it was reported that the clip unable to release from the catheter. They had to break the handle to get access to the wire to release. The clip was pulled off with force to remove from the patient's tissue. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.